Event description:
It was reported that during a routine follow up the battery capacity showed 14% remaining. The last follow up showed 71% battery for 6 months, while the last remote monitoring follow up in april 2020 showed a battery capacity of 66%. A review by engineering noted that the device exhibited characteristics of a premature battery depletion condition. Engineering noted that the depletion will not reach end of life (eol) with six shocks in reserve if replaced or re-assessed within 60 days. No adverse patient effects were reported. This device remains implanted.

Event description:
It was reported that during a routine follow up the battery capacity showed 14% remaining. The last follow up showed 71% battery for 6 months, while the last remote monitoring follow up in april 2020 showed a battery capacity of 66%. A review by engineering noted that the device exhibited characteristics of a premature battery depletion condition. Engineering noted that the depletion will not reach end of life (eol) with six shocks in reserve if replaced or re-assessed within 60 days. The device was subsequently explanted. The device was lost in transit, thus will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up the battery capacity showed 14% remaining. The last follow up showed 71% battery for 6 months, while the last remote monitoring follow up in (B)(6) 2020 showed a battery capacity of 66%. A review by engineering noted that the device exhibited characteristics of a premature battery depletion condition. Engineering noted that the depletion will not reach end of life (eol) with six shocks in reserve if replaced or re-assessed within 60 days. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.